Manufacturer narrative:
G4: 29jul2020. B4: 29jul2020. The service technician replaced the front bezel to address the reported issue. Further investigation of the complaint led to the finding that the touchscreen was working correctly at the time of the navigation ring failure. Per the key market, the touchscreen is functional and allows the user to change the value, accept, or cancel. The original submission MFR. Report#: 2031642-2020-02292 no longer meets the criteria for a reportable event due to the finding of a functioning touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jul2020.

Event description:
The service technician reported that the nav-ring is faulty. The service technician verified the reported problem. The service technician reported that the unit was not in use on a patient.